Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo did not identify any product abnormality that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The review confirmed that the product expiration date was prior to the date of the reported event. The reported condition was not verified. The product was used past the expiration date. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy with a prismaflex st100 set, "there was bleeding". There was no report of patient injury or medical intervention associated with this event. No additional information is available.